Event description:
Reportedly during a vascular procedure, the suture used for making aortic purses (to hold the catheter inside the aorta) broke 30mm after insertion. The thread had been tightened with a thread puller. The atrium was damaged. Surgeon changed to a 2/0 thread size, completed the procedure without additional complications.